Event description:
(B)(6) advia centaur xp hav igm results were obtained for a patient sample. The patient sample was tested on two different lots and two separate instruments. The result was reported to the physician as (B)(6) since two results were (B)(6), one was (B)(6), and the (B)(6)total result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) hav igm results.

Manufacturer narrative:
The cause for the (B)(6) hav igm results is unknown. The quality control and calibrations were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "the advia centaur hav igm assay is limited to the detection of igm antibodies to (B)(6) in human serum or plasma (potassium edta plasma, lithium or sodium heparinized plasma). The results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not exclude the possibility of exposure to (B)(6). Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."